Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported no cycler warning messages during treatment and was able to complete pd treatment without issue. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was able to complete peritoneal dialysis treatment using the cycler on the night of the reported event and prior to the observation of the fluid leak. Per pdrn the patient noted the fluid leak as the patient opened the cassette door following completion of treatment and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used were discarded and was no longer available to return for investigation.

Manufacturer narrative:
Correction: a2

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported no cycler warning messages during treatment and was able to complete pd treatment without issue. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was able to complete peritoneal dialysis treatment using the cycler on the night of the reported event and prior to the observation of the fluid leak. Per pdrn the patient noted the fluid leak as the patient opened the cassette door following completion of treatment and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used were discarded and was no longer available to return for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported no cycler warning messages during treatment and was able to complete pd treatment without issue. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was able to complete peritoneal dialysis treatment using the cycler on the night of the reported event and prior to the observation of the fluid leak. Per pdrn the patient noted the fluid leak as the patient opened the cassette door following completion of treatment and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the cycler set (cassette) used were discarded and was no longer available to return for investigation.